Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, corroded keypad traces noted. All operating currents tested within specification range and no unexpected battery out limit alarms noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during our visual inspection.

Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that the insulin pump alarmed battery out limit. Customer's blood glucose reading was 148 mg/dl. No significant events leading to the keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.